Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, life scan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that her one touch fast take meter displayed the battery indicator. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt. The pt said the reported product issue started 2 days before, she contacted lfs. She said she felt thirsty. Sleepy, and was urinating after the issue started. A result of 369 mg/dl was obtained on another device at an unidentified time and date. The pt denied taking diabetes treatment action or receiving medical intervention because of the reported issue. No info was provided the pt's diabetes treatment regimen. The cca noted that the meter battery had not been replaced per the owner's manual. The pt's product were replaced. The complaint is reported because the pt alleges she was experiencing a power issue with the lifescan product and afterward experienced symptoms that suggested hyperglycemia and a hyperglycemic reading on another device.